Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 45639. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Updated d3. One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective printed wiring assembly board (pwa). As a result, the wiring assembly board (pwa) was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.